Manufacturer narrative:
Based on the initial escalation analysis, it was observed that there was noise in the sensor readings at the time and that a system reset was suggested but it did not resolve the issue, so the RMA was authorized for further investigation. Upon completion of the RMA investigation, there was no malfunction found. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D9. Device available for evaluation? Yes, 1 september 2021.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 01st 2021,senseonics was made aware of an incident where user experienced inaccuracies in sesor readings which leads to early sensor removal.